Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were no scale markings on the bd luer-lok" disposable syringe with bd luer-lok" tip. The following information was provided by the initial reporter: "the materials manager showed me a bag of 3ml syringes (309657) from bd that she opened up the box and a bunch didn't have the black ink graduations on the side."

Manufacturer narrative:
H.6. Investigation: twenty-four 3ml syringes in fully sealed blister packs from batch 0325901 (p/n 309657) were received and evaluated. It was observed there was no printed scale on any of the syringes, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. DHR was performed. The missing print defect was found during the manufacture of this batch and a recalcification was performed. It is possible a limited quantity was able to escape detection.

Event description:
It was reported that there were no scale markings on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. The following information was provided by the initial reporter: "the materials manager showed me a bag of 3ml syringes (309657) from bd that she opened up the box and a bunch didn't have the black ink graduations on the side.".